Manufacturer narrative:
The actual device was returned to the authorized repair facility. The repair technician evaluated the device and noted there were no speaker malfunction and no sound issues identified during evaluation.

Event description:
The customer reported that the device had a speaker malfunction and no sound. The device was not in use on a patient at the time of event, there was no patient involvement.